Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had failed battery test alarm. Customer's blood glucose value was unknown. Customer stated she replaced battery and the alarm was still occurring. Insulin pump will be returned for analysis.